Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was partially confirmed. There was an error found; however, it was e226, scope communication error. Based on the results of the investigation, the e226 scope communication error occurred due to corrosion on the plug unit. The root cause of this could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had an error e315-endoscope detection failed. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.